Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a PICC. The customer reported that there was a leak on the PICC just below the molded strain relief on the extension. On (B)(6) 2011, the PICC was inserted with no difficulty in the left antecubital vein. It was secured with a tegaderm dressing with a biopatch antibiotic patch and 2 chevrons on top of the dressing. Each line was flushed on a regular basis with a 10cc syringe, and chlorahexidine scrub was used to clean the area. On (B)(6) 2011, the device was removed and replaced with another device. To date the pt remains in the nicu.

Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.